Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration and marcaine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient's pump was implanted incorrectly. The patient had a dye study and the pump was removed on (B)(6) 2015. After the removal, the patient went into "tremendous withdrawals". Additionally, it was stated that the patient still had the catheter left in and the patient wanted to know how the hcp could do that, removing a pump with "all that medication left in". It was also stated that the hcp only titrated the pump down 50% before removing the pump. It was noted the situation was resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer patient. The patient clarified that the pump itself was "ok." The physician told the patient that "the catheter was installed ending at the base of my skull and because of that it wasn't helping the patient." When asked what steps were taken to resolve the patient's withdrawal following surgery, the patient stated, "he said I started drugs again, not true." The patient stated that since he had only turned the pump down once, then only 50%." The patient stated they "went to the hospital two times, very dehydrated and unable to even walk; nothing stayed in my stomach." The patient stated that the "2nd time the physician at the hospital said he didn¿t know how to treat my problem." The patient told him to find someone who can. The physician called the patient's managing physician who told him to put a patch on the patient at 75mg and when I went home, he reduced it slowly over 2 week period. The patient stated, "then I was on my own." The patient stated they were sorry they had it removed as it helped the pain in their feed from "neuropathy and restless legs. It had been a big problem, it also stopped headaches."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.